Event description:
The user facility reported to terumo cardiovascular systems that out of box the venous temp port was broken off of the oxygenator. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. For this reason. (B)(4).